Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be firing straight out of the fiber at 94,429 joules. A second fib ER was used to complete the case. "No pt injury" was reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.